Event description:
It was further reported that the patient was admitted with an episode of central chest discomfort. The patient developed inferolateral st segment depression with no symptoms. Cardiac catheterization was therefore recommended. Intravascular ultrasound confirmed that the mid lad disease was significant, and the ostial disease was also severe with a very heavy plaque burden extending right back to the left main stem. Angiography revealed a filling defect in the mid lad assumed to be a thrombus. Heparin 3,000 units over and above the original 7,000 units was given although an act came back at 240. Abciximab was given as a bolus and infusion and three export runs were undertaken to aspirate the clot. At the end of these procedures the lad looked satisfactory with no obvious thrombus. The patient was completely asymptomatic and was transferred back to ccu. At this stage the patient was recommended for coronary artery bypass grafting procedure.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Updated: patient sex, device lot number, device expiration date, device manufactured date, relevant tests/lab data; other relevant history. Updated/correction: describe event or problem. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2012-06875. It was reported that during an intravascular ultrasound diagnosis (ivus) procedure, catheter pull back difficulties occurred and thrombus formed in the target vessel. Vascular access was obtained via radial artery. The target lesion was located in the ostial left circumflex artery (lcx). Initially the ilab cart motordrive and the atlantis sr pro imaging catheter failed to perform an automatic pullpack, but successfully did it on a third attempt. At that time thrombus was found in the target vessel, which was successfully extracted by an aspiration catheter. The procedure was completed successfully with no patient harm. The drug therapy used during the procedure was unknown. The physician felt the event is considered as likely to be related to the atlantis imaging catheter and not the ilab pullback failure.